Manufacturer narrative:
The customer declined service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing mechanical ventilation. There was no report of patient involvement.